Manufacturer narrative:
A visual assessment confirmed the reported breakage. The distal tip of the needle has broken off at the suture pick-up slot. The broken tip was returned. The tip shows abrasions/striations likely from contact with the hand device during use. Dimensional assessment of the needles width and thickness found it met print specification.

Event description:
The sharp end broke off inside shoulder joint. The piece was retrieved and removed. No patient injury or other complications were reported.